Manufacturer narrative:
B2 other serious or important medical events - retained foreign object, as the broken driver tip was left in the screw, implanted in the patient. Without the opportunity to examine the complaint product, no conclusions can be drawn as to the root cause of the reported failure. Unable to review device history records without lot identity. No corrective actions are recommended as root cause was undermined and there was not a trend identified for reports of this nature for this part number.

Event description:
A procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. The surgeon had final tightened all of the lock screws and decided to add distraction. When attempting to loosen one of the tightened screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The surgeon chose to leave the broken tip in the final tightened screw. An adjacent screw was loosened and the distraction completed as planned, with no further issue and without delay of the procedure.